Manufacturer narrative:
Patient information was not made available from the site. On 03/31/2016 a medtronic representative performed a system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Checked the system remote control unit (rcu), and the back-up remote control, and both remote controls were working perfectly. On 04/07/2016 a medtronic representative, following-up at the site, reported the site stated their remote control did not work and, as they did not call medtronic technical service until the end of the surgery, they did not know to change the remote control. The site operating room (or) supervisor was not aware there was a second back-up remote control with their system. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial procedure, their imaging system handswitch did not work properly and the magnetic resonance imaging (mr) couldn't be performed. The patient was pinned as it occurred at the end of the surgery. The site reported their remote control was not working properly. Surgeon verified they met their surgical goal. The surgeon opted to continue and completed the procedure without the use of the navigation system and the imaging system. Delay in therapy was less than one hour. There was no impact on patient outcome.